Event description:
Revision due to poly wear.

Manufacturer narrative:
Examination of the returned device confirms wear of the poly material. Device evaluation with depuy engineering, however, is not able to conclusively determine it to be depuy manufactured. The investigation could not verify or identify any evidence of depuy manufactured product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.